Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient the tines of both ipgs would not "stick to her heart wall"

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) dislodged post-tether removal. The leadless ipg was removed and a replacement implant was attempted. The replacement leadless ipg exhibited high thresholds. The replacement leadless ipg was not used and a transvenous system was implanted. No patient complications have been reported as a result of this event.